Manufacturer narrative:
No conclusion can be made at this time. The process of screw fixation is technique sensitive, and care must be taken to ensure that the screws are properly angled and fully tightened.

Event description:
It was reported that the surgeon noted that an eagle screw had backed out (slightly) from the plate. He reports that the screws have excellent bone purchase and the patient is asymptomatic. Surgeon is taking no action at this time. He will monitor the patient. As an event of this nature could result in the need for surgical intervention, an MDR is being filed to document this event.